Event description:
It was reported there was a rate/dose programming error of norepinephrine. It was reported clinician had entered the dose for norepinephrine into to the rate field. As a result, it was noted that the patient required a central line placement as the patient was not responding to the dose that the staff thought was infusing. The customer requested a product enhancement for the device to disable the rate entry field on continuous medication infusions to force users to titrate only by dose.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a rate/dose programming error of norepinephrine. It was reported clinician had entered the dose for norepinephrine into to the rate field. As a result, it was noted that the patient required a central line placement as the patient was not responding to the dose that the staff thought was infusing. The customer requested a product enhancement request to for the device to disable the rate entry field on continuous medication infusions to force users to titrate only by dose.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d codes and manufacturer narrative. The actual date of event is unknown. Investigation summary the reported issue that device had user programming error was confirmed, the device was not returned for evaluation and no other evidence were provided. It was reported there was a rate/dose programming error of norepinephrine. It was reported clinician had entered the dose for norepinephrine into to the rate field. No further investigation of this event is possible at this time, and patient harm was reported. Root cause: the root cause for the reported issue that device had a user programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a rate/dose programming error of norepinephrine. It was reported clinician had entered the dose for norepinephrine into to the rate field. As a result, it was noted that the patient required a central line placement as the patient was not responding to the dose that the staff thought was infusing. The customer requested a product enhancement request to for the device to disable the rate entry field on continuous medication infusions to force users to titrate only by dose.